Event description:
The recipient reportedly had swelling, redness, and pain around the implant site. On (B)(6) 2015, a CT scan revealed an edema and the recipient was prescribed antibiotics, amoxicillin 10 ml twice per day. On (B)(6) 2015 the recipient was prescribed clavulanic acid 9.3ml twice a day. On (B)(6) 2015, the surgeon believed the edema was a result of blood collection from a head trauma. The recipient continues to be monitored.